Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in canada. Consumer reported upon removal of a tampon the pledget fell apart leaving half of it inside her vaginal cavity. She manually removed the remaining pledget piece and her boyfriend checked her vaginal cavity and confirmed nothing remained. She did not seek medical attention and she did not experience any adverse health effects.